Manufacturer narrative:
Device failure/out of specification condition is not suspected. Implant dislocation in the tissue might occur due to treatment technique and due to inherent tissue and/or gel properties which are difficult to control.

Event description:
A physician reported via a literature article that a 4 month old female received deflux (dextranomer microspheres/hyaluronic acid) injection into the submucosa of the urinary bladder as treatment for unilateral grade 4 vesicoureteral reflux. Additional medical history included severe disability and urosepsis. Concurrent medications were not reported. On unknown date, the patient received deflux, 1.9 ml using a combined hydrodistention implantation technique (hit)/ subureteral transurethral injection (sting) procedure. Postoperative, the patient had moderate upper urinary tract (uut) dilation. At four weeks, the patient exhibited markedly increased uut dilation. A dynamic renography with mercaptoacetyltriglycine (magiii) was performed showing severe uut obstruction with 0% tracer washout. The patient was treated with a ureteric stent for six weeks; however, ureteric reimplantation was eventually required due to persistent obstruction. Upon histopathologic evaluation, periureteral foreign body reaction with giant cells were discovered. The patient had an uneventful postoperative course with residual unilateral dilation of the uut. The authors felt that the progressive inflammatory changes were the underlying pathomechanism of delayed uut obstruction. Another potential mechanism to be collected was that part of the material injected may have been implanted into the ureteral adventitia or that extravasation occurred during the injection.